Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that there was a free flow event involving potassium infusion. It was noted that the event caused the patient to have burning sensation in the arm. The rn was called into the room, who then saw the free flow, and immediately clamped off the tubing and the medication infusion was stopped. The pump and the tubing was investigated by the hospital's biomed team and determined that the pressure sensors were "bad" after it did not pass other tests. There was patient involvement and serious injury to the patient.

Manufacturer narrative:
Additional information: (B)(4).

Event description:
It was reported that there was a free flow event involving potassium infusion. It was noted that the event caused the patient to have burning sensation in the arm. The rn was called into the room, who then saw the free flow, and immediately clamped off the tubing and the medication infusion was stopped. The pump and the tubing was investigated by the hospital's biomed team and determined that the pressure sensors were "bad" after it did not pass other tests. There was patient involvement and serious injury to the patient.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was a free flow event involving potassium infusion. It was noted that the event caused the patient to have burning sensation in the arm. The rn was called into the room, who then saw the free flow, and immediately clamped off the tubing and the medication infusion was stopped. The pump and the tubing was investigated by the hospital's biomed team and determined that the pressure sensors were "bad" after it did not pass other tests. There was patient involvement and serious injury to the patient.

Manufacturer narrative:
A review of the complaint history for this serialized unit did not confirm similar complaints, based on the same or related failure mode for this event. A review of the service history record was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Event description:
It was reported that there was a free flow event involving potassium infusion. It was noted that the event caused the patient to have burning sensation in the arm. The rn was called into the room, who then saw the free flow, and immediately clamped off the tubing and the medication infusion was stopped. The pump and the tubing was investigated by the hospital's biomed team and determined that the pressure sensors were "bad" after it did not pass other tests. There was patient involvement and serious injury to the patient.